Event description:
Other employee inadvertantly opened the eo/hcfc tank valve and vent line, releasing the tank contents into the department. This employee was about 20 feet away and exited in the opposite direction from where the tank contents were being released.

Event description:
Other employee inadvertantly opened the eo/hcfc tank valve and vent line, releasing the tank contents into the department. This employee was about 10 feet away when the incident occurred, but had to go the immediate area where the tank contents were being released to exit the department.

Event description:
The employee turned the eo/hcfc tank valve in a counterclockwise direction in an attempt to close the tank in order to clean the sterilizer which resulted in the tank valve opening, not closing as expected. As the vent line opened eo/hcfc was released into the work area creating a greater than 200ppm exposure. There was no clarification that the tank valve was standard right hand thread and the hose connection reverse thread. An arrow on the tank valve was not readily visible because of the fact of its size and the color, the same color as the tank. The tank was full and completely emptied.